Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total hip arthroplasty procedure when the sales rep opened the box of the stem he found the blister to be damaged/cracked. Additional stem was available to complete the procedure with no delay. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). UDI :(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to transport damage. Visual inspection of the returned product found that the sterile blister (outer) was cracked. The sterile pouch vacuum seal was also found damaged. The sterility of the product was compromised. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.